Event description:
This customer reported an issue with pacing involving this defibrillator. The specific nature of this issue was not initially reported. Based on the customer's report only, we are considering this a malfunction.

Manufacturer narrative:
This customer reported an issue with pacing involving this defibrillator. The specific nature of this issue was not initially reported. Based on the customer's report only, we are considering this a malfunction. The impact to the pt has not yet been reported by the customer. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.